Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. The patient presented with a posterior chicken wing-like left atrial appendage with a tall septum-like pectinate in the middle that was observed in 135 degrees on transesophageal echocardiogram. The inlet maximum was 24.3 mm, and the depth was 27-32 mm. Intraoperative transesophageal echocardiogram indicated no spontaneous echo. After confirming the absence of thrombus, a puncture was made through the right femoral and the procedure was started. A sheath was crossed through the residual hole after the inferior/posterior ablation, and the left superior pulmonary vein was approached. The left atrial pressure was measured, and the procedure was continued without infusion load as the measurement was 10-13 mmhg. The watchman exchange was performed on the 0.035 guidewire, and a watchman access sheath was approached up to the left superior pulmonary vein. After insertion of the pigtail, the watchman access system was inserted into the left atrial appendage. A 31mm watchman flx was implanted at the ostium. Three anchor tests were completed successfully with 16% to 21% compression was noted. There were no significant changes observed after release. The drug regimen post procedure from implantation to 6 months: doac (apixaban) and aspirin. From 6 months to 1 year: doac (monotherapy). A follow-up transesophageal echocardiogram was performed after a year, and a watchman device-related thrombus originating from the screw part was identified. It was approximately 1cm long from the screw to the medial side at the 45 degrees of transesophageal echocardiogram. After the watchman device-related thrombus had been determined, apixaban was changed to pradaxa. The follow-up transesophageal echocardiogram will be performed in 3 months. If no disappearance of symptoms or regression trend is observed, the course of action is to switch the medicine to warfarin.

Manufacturer narrative:
B5: describe event or problem: updated b6: relevant tests/laboratory data: updated b7: other relevant history: updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. The patient presented with a posterior chicken wing-like left atrial appendage with a tall septum-like pectinate in the middle that was observed in 135 degrees on transesophageal echocardiogram. The inlet maximum was 24.3 mm, and the depth was 27-32 mm. Intraoperative transesophageal echocardiogram indicated no spontaneous echo. After confirming the absence of thrombus, a puncture was made through the right femoral and the procedure was started. A sheath was crossed through the residual hole after the inferior/posterior ablation, and the left superior pulmonary vein was approached. The left atrial pressure was measured, and the procedure was continued without infusion load as the measurement was 10-13 mmhg. The watchman exchange was performed on the 0.035 guidewire, and a watchman access sheath was approached up to the left superior pulmonary vein. After insertion of the pigtail, the watchman access system was inserted into the left atrial appendage. A 31mm watchman flx was implanted at the ostium. Three anchor tests were completed successfully with 16% to 21% compression was noted. There were no significant changes observed after release. The drug regimen post procedure from implantation to 6 months: doac (apixaban) and aspirin. From 6 months to 1 year: doac (monotherapy) a follow-up transesophageal echocardiogram was performed after a year, and a watchman device-related thrombus originating from the screw part was identified. It was approximately 1cm long from the screw to the medial side at the 45 degrees of transesophageal echocardiogram. After the watchman device-related thrombus with length of about 1 cm from the screw part toward the medial side in transesphogeal echocardiogram 45 degree view had been determined, apixaban was changed to pradaxa. The follow-up transesophageal echocardiogram will be performed in 3 months. If no disappearance of symptoms or regression trend is observed, the course of action is to switch the medicine to warfarin. It was further reported that the patients atrial fibrillation pattern was paroxysmal and nonvalvular. The thrombus was laminar in morphology and non-mobile.